Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that contribute to resistance with the guide wire, include, but not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. A conclusive cause for the reported event could not be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, it was difficult to insert the second prostyle device onto the guide wire. After several attempts, the second prostyle device was successfully inserted onto the guide wire and pre-placed. The sheath was upsized to a large bore sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.